Event description:
It was reported that, during maintenance inspection by getinge fse, cardiosave, intra-aortic balloon pump (iabp) high leak value in drive manifold test and the doppler reel cord could not be wound up. There was no patient involved.

Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6(investigation findings, type of investigation, investigation conclusions,component code), h11. Corrected field: g2. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the drive manifold assembly (d104-00-0031) and the doppler tether (d997-00-0596) was defective/broken. To remediate the defective parts were replaced. The unit passed all functional and safety tests then returned unit back to customer.